Event description:
The product had already been broken before used. Spare product was used in the medical procedure, so there was no adverse consequences. We could not specify when it was broken.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
A review of the fracture surface by a materials expert indicates the device fractured in overload. It was not possible to determine how/when this occurred. The damaged device was discovered during inspection; there is no indication there was a surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The product had already been broken before used. Spare product was used in the medical procedure, so there was no adverse consequences. We could not specify when it was broken.